Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had received an occlusion alarm. The customer's blood glucose level was not impacted. The customer resolved the occlusion and was able to complete a secondary bolus successfully. As the occlusion was resolved prior to contacting tandem technical support, a system check to determine a possible cause was unable to be performed.